Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with an infection which occurred nine days after the sensor had been inserted in the arm. The patient developed a rash, redness, and an infection under the sensor patch. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient¿s parent consulted a physician who prescribed oral suspension antibiotic medication (sulfame tmp unspecified dosage) for the infection. At the time of the report the patient was doing well. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).